Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found cracked on top case by the handle and cracked on left plunger case. The pump event history showed occlusion check infusion line message in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, the pump was found premature occlusion during occlusion test and force sensor reading. Force sensor was out of calibration also unable calibrate the force sensor due to contamination was found on main board. The root cause of the reported issue was due damage caused by use error. The technician replaced the main board. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that an occlusion error was observed. No patient injury was reported.